Manufacturer narrative:
The customer stated that the cannula and needle had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs the user to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. Note: during the pod activation process, the pdm instructs the user to check the infusion site to confirm that the cannula is properly seated. If there's a problem with the cannula, the user is instructed to deactivate the pod and restart the process with a new device. Upon recognizing a potential problem with the needle mechanism, the user should have immediately discarded the pod - it should not have been worn, if instructions were properly followed. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that the "cannula/needle did not deploy when the start command was given by the pdm". In addition, she experienced high bg's in excessive of 400 mg/dl "with the current pod". (Note: it is unknown whether she proceeded to wear this pod after recognizing that the needle mechanism hadn't deployed or, if so, for how long.) To treat the high bg's, she was going to administer a manual insulin injection. The pod will not be returned for evaluation.